Event description:
It was reported that the device was sent to the manufacturer for repair. Visual inspection of the product showed signs of leaking. This did not occur during a procedure so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation results require.